Event description:
It was reported that when using the bd pyxis¿ es server, the auto enable down time was not functioning. Additionally, several sites have reported their devices did not go on critical override and had to be placed on it manually. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Additional information: section h imdrf annex codes correction: section b describe event or problem, section d brand name, medical device model, unique identifier (UDI), medical device catalog, and concomitant med prod data section e: initial reporter first name, initial reporter addr 1, initial reporter city, initial reporter zip, other occupation. Section g reporting office contact, manufacturing location section h device manufacture date and imdrf codes upon investigation of the actual device used in this incident, it was determined that the auto enable down time was not functioning. A technical support specialist reviewed the case to determine why the stations did not go on override.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server auto enable down time was not functioning. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.